Event description:
The customer reported that the insulin is not exiting during the set up priming. Troubleshooting was performed. Suggested the customer discontinue pump use and use manual injections. Also the customer stated that the lead screw is not tuming but it's clicking.